Event description:
It was reported when using the bd saf-t-intima¿ safety system with y adapter 18 ga 1.00 in there was a safety mechanism failure and tubing clamp loose. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "during use, it was found the indwelling needle was stuck in the heparin cap due to the jamming of the safety needle withdrawing the needle.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/1/2021. H.6. Investigation: bd received 2 samples submitted for evaluation. The reported issue was not confirmed upon inspection of the sample. During inspection no samples had damage that could result in the reported failure. Since the reported failure was not confirmed a root cause related to our manufacturing process cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima¿ safety system with y adapter 18 ga 1.00 in there was a safety mechanism failure and tubing clamp loose. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "during use, it was found the indwelling needle was stuck in the heparin cap due to the jamming of the safety needle withdrawing the needle."